Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones of 4.3 mmol/l while wearing the pod for between 37 and 48 hours. Patient's mother stated the cannula did not properly insert into the skin (abdomen). Patient was feeling unwell and was vomiting. The patient was admitted to the children's hospital at (B)(6). The medical staff removed and discarded the pod. Insulin injections were administered for treatment and a new pod was applied. Patient was discharged after 12 hours.